Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since a pedicle screw was placed in the patient's spine in a different position than desired with brainlab navigation involved, although according to the hospital/surgeon (treating clinician): the deviation of 1 of the 6 spine screws placed with the aid of navigation was detected by the surgeon with a post-operative CT-scan, a revision surgery was scheduled for and took place on (B)(6) 2024. The final outcome of the revision surgery was successful as intended, with all placements correct at the end of the surgery. There was no harm nor negative effect to the patient due to the deviating placement, there was no prolong of the original surgery / anesthesia reported (deviation was detected only afterwards), also not due to surgery/anesthesia repeat of 1.5-2 hours for the revision surgery on (B)(6) 2024. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was prolonged by one additional day due to the revision surgery. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the screw placed with the aid of navigation in vertebrae c2, deviating by ca. 8mm medially at target, is: a change to the assembly of the non-brainlab navigated screwdriver (i.e. Adding a new screw) after accepting it for navigation without re-calibration, which is outside recommendations. In this case, the screw was also improperly fixated to the driver which lead to a deviation of the tip position that allowed for an angled deviation of the screw not tracked by the navigation software. Furthermore, the created pilot hole is in line with the expected trajectory at both entry and target and the deviated screw is in line with expected entry further indicating that the root cause lies within the use of the navigated screwdriver. Apparently, the resulting deviation of the instrument position between the location of the instrument in the actual patient anatomy and the calibrated instrument displayed by the navigation, was not recognized by the user with the necessary thorough verification throughout the surgery and prior to placing the deviated screw. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the cervical and thoracic spine, with intended placement of 6 vertebra screws bilateral for fixation (at c2, t1, and t2), was performed with the aid of the display by the brainlab navigation software spine & trauma navigation 2.0.1. From a post-operative c-arm scan taken 5 days after the original surgery, the surgeon discovered that of 1 of the 6 screws placed with the aid of navigation deviated from its intended position (at right c2, deviating by ca. 8mm medially). According to the surgeon (treating clinician): the deviation of 1 of the 6 spine screws placed with the aid of navigation was detected by the surgeon with a post-operative CT-scan, a revision surgery was scheduled for and took place on (B)(6) 2024. The final outcome of the revision surgery was successful as intended, with all placements correct at the end of the surgery. There was no harm nor negative effect to the patient due to the deviating placement, there was no prolong of the original surgery / anesthesia reported (deviation was detected only afterwards), also not due to surgery/anesthesia repeat of 1.5-2 hours for the revision surgery on (B)(6) 2024. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was prolonged by one additional day due to the revision surgery.